Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2012, a blog respondent posted experiencing discomfort in one eye resulting in being diagnosed with a ¿corneal ulcer in one eye¿ after one month of wearing acuvue oasys lenses. Also, that ¿it took about 3 weeks total to recover and be able to wear lenses again. 3 months after that (now) I currently have developed another corneal ulcer in the same eye¿ resulting in ¿scars I now have on my cornea my vision will never be 100% again.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. This report for the respondent's first reported corneal ulcer event. The second reported corneal ulcer event will be filed in a separate report. If any further relevant information is received, a supplemental report will be filed.